Event description:
A malfunction alarm was reported by the customer, identified by the code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to their blood glucose level. The customer was assisted by technical support to reset the pump, and they were advised to continue using the pump with instructions to call back if the issue recurred. The customer acknowledged and understood these instructions.